Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. Patient involvement is unknown. The puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the motherboard and cable. The unit passed extended self testing.

Manufacturer narrative:
.